Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had automatic filling error. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and the negative pressure was weak. The fse corrected the issue by adjusting the negative pressure of the scroll compressor. All functional and safety test was performed.

Event description:
N/a.